Event description:
Pt present for laparoscopic hysterectomy/bso. At end of case upon removing disposable microline tip from reusable handle, scrub person discovered a large (1cm) tear in the insulation at distal end of handle. No apparent injury to pt. Device removed from service and sequestered. FDA safety report ID# (B)(4).